Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose was 53 mg/dl. The customer was admitted to the hospital. The customer stated the perceived cause of the low blood glucose was his doctor's changing of the basal settings. The customer stated the hospital put his right ankle in a cast because it was broken. The customer was discharged form hospital later that day. The customer ate to treat his low blood glucose and is fine now. The customer did not troubleshoot for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.